Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 18. On (B)(6) 2025, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.